Manufacturer narrative:
A field service engineer (fse) evaluated analyzers while at the customer's site. Fse was able to reproduce the failure and resolved issues by cleaning and making adjustments to the sample dispense arm units. The three (3) aia-900 analyzers were repaired and returned to operational status.

Event description:
This report summarizes 3 malfunction events for the aia-900 analyzer. The review of events indicated that the analyzer experienced sample related error messages, which caused delay in reporting of critical patient test results. These reports were received from various sources. Of the 3 events, 1 event involved patient samples with no indication of patient intervention or adverse health consequences due to the delayed reporting in patient test results. None of these events necessitated remedial action to prevent an unreasonable risk of substantial harm to the public health.